Manufacturer narrative:
The peritonitis occurred on an unspecified date at the end of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to an unspecified bacterial infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (route, dose, duration and frequency not reported) for the event. At the time of this report, the patient recovered from the peritonitis. Pd therapy was continued during the treatment. No additional information is available as the reporter declined follow up.